Manufacturer narrative:
B1, b5, remove code 1311.

Event description:
It was reported that the customer experienced a low blood glucose level of 36 mg/dl. The customer alleged that the pump was delivering too much insulin; however, the customer did not upload pump data for review. A root cause could not be determined. Customer consumed juice to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a low blood glucose (bg) level of approximately 36 mg/dl. Customer consumed juice to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.